Event description:
It was reported that the lift is not functioning, the battery is not charging, and the lift is making a beeping sound but does not move.

Manufacturer narrative:
It was reported that the lift is not functioning, the battery is not charging with the display showing a picture of the charger and the word "stop," and the lift beeps but does not move; after replacement parts, during use the lift raised the patient in full extension and would not lower or close, leaving the patient stuck until the nurse disengaged the mechanism a day later; the hand control/pendant also became unresponsive. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.